Manufacturer narrative:
Based on the claim against the product by the customer noting the damaged tip, an investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier instrument was analyzed, and failure analysis was able to replicate and confirm the reported issue. During visual inspection, the instrument was found to have a dislodged clevis pin at the distal end, and no missing pieces were observed during in-house observation. The root cause is typically attributed to manufacturing. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted incisional hernia surgical procedure, the large hem-o-lok clip applier instrument was noted to have damage at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: confirmed that the damaged instrument was noticed prior to the procedure started. There was no chance of the fragment falling in the patient. The patient demographic information was not provided since there was no patient involvement.